Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and informed that quality control (qc) was within range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, checked wavelengths, verified the performance of the atellica ch 930 analyzer, and noted no issue. Siemens reviewed the information provided, and there were no issues with other patient samples. The analyzer and reagents were performing as expected. Siemens concluded that the cause of a falsely depressed enzymatic creatinine_2 (ecre_2) result on one patient sample is due to potential foaming during mixing and cannot rule out contributing factors such as sample integrity and preanalytical variables. The analyzer is performing as specified and requires no further evaluation.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) patient result on an atellica ch 930 analyzer. The result was not reported to the physician(s). The customer used the same sample and analyzer to perform repeat testing. The repeated result was higher and considered correct. The customer reported the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.